Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue. Upon interrogation, the pulse generator exhibited intermittent loss of output. The device was explanted and replaced. No additional information was available.

Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis found the device runaway protection was activated causing the device to pace at half its programmed rate. The root cause for the anomaly not be determined. After reprogramming the device , normal device function was observed.